Event description:
Procedure type: face lift. According to the reporter: 2 months after the procedure the pt developed an abscess. The physician lanced the abscess in the office after applying local anesthetic. The pt is healing well.

Manufacturer narrative:
(B)(4).